Manufacturer narrative:
The extensively damaged condition of the component would not allow for dimensional evaluation.

Event description:
It was reported that patient underwent shoulder arthroplasty on (B) (6) 2010. During the procedure, the surgeon assembled the shoulder system, but it moved with difficulty. The surgeon removed the liner and implanted a new one and the procedure was successfully completed. There was a delay of one hour to the surgery as a result.

Event description:
It was reported that patient underwent shoulder arthroplasty on (B) (6) 2010. During the procedure, the surgeon assembled the shoulder system, but it moved with difficulty. The surgeon removed the liner and implanted a new one and the procedure was successfully completed. There was a delay of one hour to the surgery as a result.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B) (4).